Event description:
During the transapical tavr procedure, the patient became hypotensive following the long rapid pacing run performed during sheath removal. The hypotension was over corrected, resulting in blood pressure of 240mmhg. Good hemostasis was initially noted. A tear then occurred with the blood pressure change. The patient was placed on bypass while the surgeon unsuccessfully attempted to repair the apex. The patient was transferred to the o.r. For open heart surgery to repair the apex. The patient was weaned off of bypass. Additional information received from the edwards field clinical specialist, the patient expired 2 days post tavr. Review of the patient¿s medical records noted the patient¿s apex was covered with epicardial fat. Pursestring sutures were placed and the apex entered. Bav was performed with rapid ventricular pacing (rvp). Following bav, the patient required a prolonged period of time to recover. The patient developed ventricular fibrillation, requiring several minutes of CPR, defibrillation and pharmacological resuscitation to maintain his blood pressure. Once blood pressure was adequate, the valve was positioned and deployed. The patient again required some time to recover from the rvp. Tee indicated the deployed 26mm sapien valve was functioning and well seated with no pvl and mild central regurgitation. Rvp was initiated for sheath removal. Following rvp, the patient¿s pressures did not initially recover. Epinephrine was given and CPR was initiated for approximately one minute. His systolic pressures reached over 200 mmhg and a tear along the lateral aspect of the left ventricle was noted. The patient was placed on bypass with full cardiac arrest to stop the left ventricular tear. The patient was stabilized and then taken to the cardiac or where the left ventricle tear was repaired. Echocardiography during the surgical repair confirmed that the newly implanted sapien valve had good function. The patient was transferred to cic and was profoundly hypotensive. Epinephrine, levophed, neosynephrine and vasopressin were given. Central venous pressure (cvp) was adequate. Right ventricle (rv) function was poor, milrinone was started. Systolic blood pressure was in the 60¿s initially but then improved. Venous po2 was 26 with o2 saturation of 46%. The vasopressors produced adequate bp, but there was no commensurate perfusion. Acute kidney injury was apparent, as indicated by the rising creatinine. The patient¿s heart rate and bp suddenly dropped. His pacemaker was functioning with very erratic capture. Additional epinephrine, IV calcium and bicarbonate were given with no improvement. The patient¿s condition was discussed with his family. Post-op day 2, the patient was placed on dnr and passed away with his family present.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, in addition to the procedure itself, the over correction of the patient¿s hypotension following sheath removal and patient factors increasing the risk of apical bleeding (patient¿s age and fatty apex tissue) may have contributed to this event. The patient¿s death is considered unrelated to the function of the sapien valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.